Event description:
Caller reported a cgm error occurring, specifically error 42, with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, leading to a successful sensor session without the previous error recurring.